Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: investigation revealed the display screen was dim and discolored. The keypad was found to be peeling. Evaluation revealed the up and contrast keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. The bolus button was unresponsive. The bolus button slug was misaligned; contamination was observed under the contact. Investigation revealed a battery compartment crack. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display, peeling keypad cover, intermittently responsive keypad buttons, keypad button contact contamination, unresponsive bolus button, misaligned bolus button contact, and a battery compartment crack. This report is made based on results of the investigation performed on 09/14/2015.